Event description:
Pt was brought to the emergency room with an acute myocardial infarction and had a witnessed cardiac arrest. When staff attempted to defibrillate the pt, the machine did not send a shock. There was a total of 3 attempts with no shocks delivered. Pt did not survive the cardiac arrest but it was felt that the equipment failure did not contribute to his death.